Event description:
During a tka procedure, the surgeon encountered a bleeding vessel and to provide hemostasis, the surgeon touched the plasmablade 3.0 device to metal hemostats that were isolating the bleeding vessel. Upon contact between the plasmablade 3.0 and the hemostats, a flame was conducted on the tip of the plasmablade 3.0 device. Use of the plasmablade was discontinued and an alternative electrocautery device was utilized to complete the case. No patient impact reported.

Manufacturer narrative:
Product event # (B)(4). Evaluation code (method): device not returned (discarded after use) therefore analysis unable to be performed. Evaluation code (result): device not returned (discarded after use) therefore analysis unable to be performed. Evaluation code (conclusion): device not returned (discarded after use) therefore analysis unable to be performed. Note: device IFU (lbl-00166 rev. B) states the following: observe fire precautions at all times. An electrosurgical device may provide an ignition source due to sparking and heating. Do not contact metal objects and instruments with the peak plasmablade while power is being applied as unintended tissue damage and electrode tip damage could occur. The likely cause of the tip ignition was due to contact between the plasmablade 3.0 device and the metal hemostat, as the device is meant to be utilized in direct contract with the tissue being treated not indirectly through the direct contact with the hemostats. (B)(4).